Event description:
This ICD was explanted due to inappropriate shocks due to noise. Re-intervention was performed to check the lead/ICD connection and the connection seemed fine, no visible fractures and the lead was appropriately positioned. Therefore, the physician decided to explant the lead and the ICD.

Manufacturer narrative:
Jan 25, 2010: this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug admin issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned unit are within specifications; the provided follow up data confirmed: the presence of noise and over sensing on numerous recorded vf episodes; some of these episodes led to three inappropriate shocks; this intermittent noise appeared most probably after (B)(6) 2008 (i.e one year after the implantation) and the number of episodes increased every day since this date; the shape of the noise on the egms showed that the origin of this defect could be; v lead failure, fracture, dislodgement, bad connection of v lead, connector failure, loosen setscrew; the inspection of the connector header revealed: damages on the first thread of the distal (v)is-1 setscrew and terminal block; these damages showed clearly that difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e. Whether there is a link between these damages and the reported event. It was reported that: the leads were well connected, x-ray did not show fracture of the lead and it was normally positioned; however analysis of the associated lead is not available (non ela lead) and it could not exclude a possible lead issue. The device is retained in the returned product storage area.